Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's caregiver is calling on behalf of the customer. The customer's expected non-fasting blood glucose test result range is 300 to 500 mg/dl. The customer feels well and did not report any symptoms. The customer usually performs blood glucose tests after injecting insulin and eating breakfast in the morning. Medical attention is not reported as a result of the actual blood glucose results. On (B)(6) 2016 at 09:45am, a blood test was performed by the customer non-fasting and produced test results of 535 mg/dl. The customer is currently taking insulin to manage diabetes. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 11/20/2017 and open vial date is 01/02/2016. The meter memory was reviewed for previous test result history: (B)(6).